Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported they didn¿t think their device was working anymore. Patient reported they had tried increasing, but nothing seemed to help. Patient reported they couldn't remember if they had different programs to try and they didn't really remember how to use the patient programmer. Patient reported when they left the area and moved to (B)(6), everything was working fine. Patient reported they had access to their patient programmer, but would prefer to get established with a healthcare provider first and go from there before troubleshooting on a call. Patient was sent physician listings. Patient reported they were experiencing bladder incontinence. No further complications were reported or anticipated.